Event description:
Error 43 and 45 (lcd controller communication error). Display board replaced. More information is needed to fully investigate the issue.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The device was not sent back for investigation as repairs were performed locally. Due to the reported issue and as per technical manual instructions, recommended repair action was to replace the display board which was sent to brézins for further investigation. After compliant visual check, the display board was cross tested on a test bench. When switch on the device display a blank screen and triggered a continuous alarm. Test 4 was carried out and error 43 and error 45 were recorded in the event file as reported in the complaint. Measurements was taken on lcd screen and values were found out of range. The reported event was reproduced and is due a failure of the lcd voltage caused by a weakness in the lcd component. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.